Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and lumbar radiculopathy. It was reported that there was poor communication on the patient programmer and the reposition antenna screen was seen. The patient stated that they needed a jump start. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). It was asked but not known when the last successful recharge session was performed. It was stated that these events started around (B)(6) 2016 or more than 2 months ago. There were no patient symptoms reported. Additional information was received from the consumer on 0217-04-27 reporting that the communication issues had not resolved and that the patient would ¿need a new battery in the stimulator.¿ no further complications were reported.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that a replacement surgery was scheduled for (B)(6) 2017 and thatthe patient was trying to get the pre-op done for the replacement battery. No further complications were reported. Patient weight information at the time of the event was asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.